Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer performed a pump reset to resolve the issue. Customer¿s blood glucose level ranged between 175-230 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.